Event description:
Patient was revised to address extreme tissue damage and lots of fluid. Trunnion corrosion was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the head's provided product/lot combination. A previous review of the metal insert's device history record revealed no related manufacturing deviations or anomalies. A review of the device history records and/or a lot specific complaint database search was not possible for the stem as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.